Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state: under warnings: "the surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery."

Event description:
It was reported that a patient underwent a right total knee arthroplasty on (B)(6) 2014. During the procedure, the incorrect size femoral component was implanted which was noticed due to improper fit. The femoral component was removed and replaced with the correct sized femoral component.